Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that all "filars" were fractured, visually and there was severe explant damage. (B)(4).

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.